Event description:
The customer reported that after pipetting an hbsag plate on summit, the technician observed that reagent was not properly dispensed into wells b1 through h1 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.